Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device being used outside of a procedure. It was reported that when modifying images using stealthmerge in the acquire images task or stealthair registration task, plans were not correctly updated or deleted. When stealthmerge was used in these tasks, the plans stored in shared memory were no longer synchronized with the plans stored in the database. If the user then entered the plan task, the plans in shared memory were modified and saved to the database, resulting in duplicate plans or the existence of plans that should have been deleted. The plans in the database are then loaded and displayed to the user. There was no patient present when this issue was observed.